Event description:
It was reported that the ilet screen cracked when the user removed the device from a pocket to place it on a charger, after which the touchscreen no longer functioned although insulin delivery continued and blood glucose remained stable at 96 mg/dl; the issue involved the touchscreen component and was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a device component fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.